Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2018, product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative regarding an implantable neurostimulator (ins). The indication for use was pain. It was reported that there were high impedances. They varied on all but contact 3, which was always >40,000. It was also reported that other reported stimulation issues as a result of this issue included shock. The manufacturer representative (rep) tried programming around and with a low pulse width. The rep also made sure adaptive stim and position was not the cause by resetting adaptive stim. The cause of the issue was unknown. The issue had not resolved and was ongoing. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.